Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a steerable guide catheter was delivered in not usable condition. Outer box was damaged by water, and it was covered with the black bag. Inside box was also damaged. Device was not safe to be used as sterility of the guide cannot be confirmed. There were no adverse patient effects or clinically significant delays reported.